Event description:
Risk: while on neonatal intensive care unit (nicu) transport, the ventilator in the transporter spontaneously went into system failure, which caused the respiratory therapist to have to bag the baby to keep her ventilated for the remainder of the transport. The isolette then lost power in the ambulance causing the heat to turn off. The respiratory therapist also could not get the mechanism that heats/humidifies the air for the ventilator to work.